Manufacturer narrative:
The complaint cannot be verified as none of the parts were returned for evaluation. The most likely underlying cause of the complaint cannot be determined as the parts were not returned for evaluation. There are no indications of manufacturing defects. The IFU (instructions for use) states ¿late postoperative complications can include: fracture of the device due to traumatic injury; loosening or migration due to loss of fixation or trauma¿. Supplemental report one of four for the same event, see also 0001032347-2016-00025-1 through 00027-1.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of four for the same event, see also 0001032347-2016-00025 through 00027.

Event description:
The sales associate reported a revision due to displacement of the implant. It was reported at the initial surgery the pre-plated screws were all loose, in the packaging. After initial procedure a CT scan showed that the implant was pressed out temporobasal. The surgeon decided to perform revision surgery. During the revision surgery it was observed that the plating had broken out of the implant. The backup htr-pmi implant was used during the revision surgery.